Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent air bubbles in the patient line. Reportedly, the customer changed the cartridge and no longer observed air bubbles. There was no impact to the customer's blood glucose level.